Manufacturer narrative:
(B)(4).

Event description:
It was reported that the led was capped due to fracture. Lead exhibited high impedance. Patient condition was normal prior, during and post procedure.

Manufacturer narrative:
(B)(4).

Event description:
The fracture was first identified because high impedance observed during a visit to the clinic. The lead was capped on (B)(6) 2017.